Event description:
It was reported that pump battery would not charge and pump screen remained dark despite attempts to use different wall outlets, wall adapters, and charging cables. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy, put pump into storage mode, and return pump using a prepaid label, and tandem technical support arranged shipment of replacement pump.